Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during a gallbladder procedure on (B)(6)2022 when it was reported, ¿they ran into a problem with a certain lot of surefit pads (410-2000). Their machine was alerting them something was wrong. From the pictures it looks like part of the pad burned.¿. The procedure was completed as planned with an alternate device which caused a 5-7-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the pad was placed on the patient, but an error message came up on the esu saying the pad had disconnected. The patient did not receive any burns. Everything was working well until mid-case when the error message showed up. The patient status is listed as ¿normal¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The devices were returned to the atlanta warehouse in error by the reporter. The warehouse has confirmed that the device was received and scrapped but photographic evidence was provided from the customer, but the complaint could not be confirmed/unconfirmed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during a gallbladder procedure on (B)(6) 2022 when it was reported, ¿they ran into a problem with a certain lot of surefit pads (410-2000). Their machine was alerting them something was wrong. From the pictures it looks like part of the pad burned.¿. The procedure was completed as planned with an alternate device which caused a 5-7-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the pad was placed on the patient, but an error message came up on the esu saying the pad had disconnected. The patient did not receive any burns. Everything was working well until mid-case when the error message showed up. The patient status is listed as ¿normal¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.